Event description:
It was reported that during the implant procedure the right atrial (ra) lead was moved several times in an effort to obtain optimal numbers. It was noted that the helix was extended and the physician was unable to retract the helix. The lead was removed and new lead utilized without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).